Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia procedure on (B)(6) 2018 and a suture was used. During surgery the suture broke while knotting. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). It was reported performance breakage suture. A needle-suture piece was returned for analysis. During the visual inspection of the sample (needle/suture piece), the swage and attachment area were as expected, and marks were observed on the body needle, and the end of the suture was observed busted. The other section of the suture was not returned for analysis. In addition, a functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the condition of opened sample, the assignable cause of performance breakage suture, was suggests an improper handling of the sample. Two unopened samples were inspected visually, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2018-76158, 2210968-2018-76159, 2210968-2018-76160, 2210968-2018-76161, 2210968-2018-76162. Analysis results have been included in follow-up reports for each.